Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, breast deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year old white hispanic female patient underwent breast reconstruction revision with a (right) 550cc mentor memorygel breast implant and a (left) 800cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast deformities. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. During the surgery, the left breast implant was discovered to be ruptured. Subsequently, the implants were replaced with the following: (right) 535cc mentor memorygel xtra breast implant catalog: shpx535 lot: 9638838 sn: 9638838-006 and (left) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9583048 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complication on the right breast has been reported under mrn: 1645337-2022-09352.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.